Manufacturer narrative:
The provided calibration data are within expectations. The provided quality control information is within expectations. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two patient samples from a cobas 6000 e 601 module. For both patients, the initial result was > 10000 miu/ml with a data flag. When tested with a 1:20 dilution, the result for both samples was < 2miu/ml with a data flag. This result was reported outside of the laboratory as <5 miu/ml (negative). With a 1:10 dilution, the results for the two patients were 48155 miu/ml and 28952 miu/ml. Amended reports were issued. There was no allegation of an adverse event. The reagent lot number was 284292. The expiration date was requested but was not provided.